Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube. The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The drive support disk was inspected and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with manual injection. Customer experienced headaches as a result of high blood glucose. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Troubleshooting for cosmetic damage was performed. Customer's insulin pump was cracked on the reservoir and battery compartment. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.